Event description:
It was reported that an ilet bionic pancreas required replacement due to a hardware issue characterized by a broken or cracked screen, consistent with a device display component malfunction. Symptoms included no adverse clinical effects and no alarms. Outcomes included no impact to the user¿s health and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a damaged display consistent with physical damage to the screen and no evidence of functional alarm errors. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to a design or manufacturing defect.